Manufacturer narrative:
Added: d3. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the issue was likely use related as the bleeding caused due to patient movement and resolved by adjusting the repositioning sheath and resuturing.

Manufacturer narrative:
D6b updated. The investigation is still ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 79-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the groin was bleeding requiring two units of packed red blood cells (prbcs). It was noted that the patient on heparin and the repositioning sheath backed out, requiring resuturing. While on support, the device functioned as intended at p-6 at 2.8 l/min with d5w sodium bicarbonate in the purge solution. The post-procedure outcome is unknown. Access site bleeding could be attributed to the repositioning sheath backing out, along with the impella's anticoagulation and purge requirements.